Event description:
It was reported during surgery there was a bent mesher and unknown cutters. No harm or delay were reported as it relates to this event. No adverse event was reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections review of the most recent repair record determined the mesher and cutters were bent, and the comb was damaged. The comb, spring, and gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.